Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during a tka surgery, a visionaire adaptative guide gii (femoral) did not align to the distal and anterior femur. This lead to a change in surgical technique, after a non-significant delay. However, it was determined that the issue does not meet the criteria to be reportable, since this event is not likely to cause or contribute to a death or serious injury and the procedure was finished successfully.

Event description:
It was reported that, during a tka surgery, a visionaire adaptative guide gii (femoral) did not align to the distal and anterior femur. This lead to a change in surgical technique, after a non-significant delay. No other complications were reported.

Manufacturer narrative:
Complaint reference number: (B)(4).